Event description:
It was reported that the blue slide clamp from an unknown solution set was observed to be broken inside an infusion pump. It is unknown if a patient was connected to the machine at the time of this event; there was no patient involvement, patient/user injury, or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.